Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient average age 75 +/- 9 years. Gender majority 68% males. Weight 76+/-15kg. Date of event - estimated. Date of implant - estimated. Attachment article titled: elevated mitral valve pressure gradient after mitraclip implantation deteriorates long-term outcome in patients with severe mitral regurgitation and severe heart failure. The clips remain in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip movement and partial clip detachment post clip deployment. It was reported through a research article identifying that there may be difficult leaflet grasping, clip movement and/or partial clip detachment prior to discharge. Details are listed the attached article, titled elevated mitral valve pressure gradient after mitraclip implantation deteriorates long-term outcome in patients with severe mitral regurgitation and severe heart failure.

Manufacturer narrative:
Device codes: 4003 labeled. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.